Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to detect weak signals. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The device passed incoming inspection and testing. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019: the epg was returned for service.